Event description:
Co received a form stating that this lead and another model 4320 lead, serial number 018011, were removed from service because of a "lead fracture." It is not known which lead had the fracture. Leads implanted: 10/26/92. Removed from service : 7/27/95. Total implant time: 33 mo.